Manufacturer narrative:
Method: followed up with company representative.

Event description:
It was reported that a curette 8.5mm wedge tip was used to score bone at level l4, which was preventing the balloon from inflating in a uniform shape. The fracture was old and very sclerotic. After several passes, the physician rotated the curette to score some bone in a radial rotation and a crack sound occurred. After a few attempts, the physician was able to remove the curette without excessive force. Fluoroscopy revealed a small piece of the lateral distal tip of the curette was dislodged and left in the patient's vertebral body. The case was successfully completed with the curette piece encapsulated within the hv-r bone cement. The patient was fine post procedure. No further information was reported.